Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-01041. It was reported pericardial tamponade occurred. An intellatip mifi oi ablation catheter was selected for use during a pvac procedure on (B)(6) 2018. During the procedure, noise was observed on the mifi electrodes. The physician switched to a blazer oi ablation catheter and the noise issue resolved. Due to the patient¿s age and safety, the physician decided not to ablate deep inside the coronary sinus where it was believed the origin of the pvac was. The following day, manufacturer representatives became aware of a patient who experienced pericardial tamponade on (B)(6) 2018. It was unknown if the patient who experienced tamponade was the same patient involved in this ablation procedure. It was also reported the tamponade would not have been related to the noise issue, as the mifi electrodes were not used during the case. There was no patient death; however, the patient¿s status was unknown at the time of this report.